Event description:
In an a-v access procedure, a gore hybrid vascular graft was to be implanted in the pt's left upper arm. The vascular graft was placed at the target site and deployment was initiated. However, the mid section of the nitinol reinforced section of the gore hybrid vascular graft did not expand. The vascular graft was removed. Another gore hybrid vascular graft was implanted to complete the procedure.

Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications. The engineering evaluation state it is inconclusive what cause the failed expansion. It could not be determined if there were anomalies attributable to the manufacture of the device. Investigation is inconclusive.